Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure that a non-recoverable fault occurred against universal surgical manipulator (usm3). The customer performed a power cycle prior to calling the intuitive tech support engineer (tse). The tse walked the customer through performing another power cycle. The issue continued to persist. The customer opted to swap out the patient side cart (psc) with another to complete the case. The customer proceeded as planned. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal set-up joint (psuj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The proximal set-up joint (psuj) was returned for failure analysis and the reported 319 error was confirmed and replicated. In system logs, the 319 error was found indicating a node is not present, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The psuj was installed onto a golden system and the passed the initial startup in normal mode, but triggered error 307 while idle. Fa restarted the system and 319 appeared, replicating the reported event. The psuj was then installed onto a patient side cart (psc) fixture test platform (pftp) and failed node check. Axes controller setup (acu) was making a squealing noise. Fa installed a golden acu printed circuit assembly (pca) and retested with passing results. Fa reinstalled the original acu pca and the psuj failed node check. Once testing was completed, the acu pca was ab tested and was verified to be the source of the fault. The axes controller setup (acu) printed circuit assembly (pca) was found to be the root cause of the reported event. This is due to an electrical component and module failure.